Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). A patient reported they had experienced a loss or change of therapy. The patient stated she got the sensation she had to go to the bathroom, but didn¿t make it and wet herself. The patient stated it started a while ago, but it had gotten worse over the past 3 days prior to may 24th. The patient stated she had accidents 3 times on (B)(6), 2-3 times on (B)(6) and a couple of times on (B)(6). The patient stated her husband increased the stimulation for her in (B)(6) when she was not feeling stimulation, but other than that they had not done anything else. The patient stated they felt stimulation, the patient stated the device was working and she felt the tingling. There were no medical procedures or electromagnetic interference (emi) that could be related to the issue. There were no traumas or falls that could be related to the issue. The patient stated she planned to call the healthcare professional (hcp) and try to get an appointment. Additional information from the healthcare professional (hcp) reported that the patient reported on (B)(6) 2016 her urgency, frequency, and urge incontinence was much worse following a recent back surgery. The hcp stated in the office the leads were changed from #4 to #3, also it was increased every two hours. The hcp stated the cause was not completely known. The patient reported her symptoms worsened after her back surgery. The hcp stated the patient voiced improvement and had not been seen back in the office since adjusting. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's device was working fine and there was no change in their routine. They made an appointment with their hcp, but they couldn't see them until (B)(6) 2017. They also had eye surgery on (B)(6) 2017. The worsening symptoms and accidents were not resolved at the time of the report.